Manufacturer narrative:
One d97120f5 catheter was returned for examination. The reported event of pacing issue was confirmed. Continuity testing confirmed a full open condition in the distal circuit. The proximal circuit was found to be continuous. A cut down of the catheter body was performed to expose the pacing lead wires. The distal lead wire was found to be broken at the solder. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 minutes without leakage. No visible damage or defect was observed from the balloon, windings and catheter body. Lot number was not provided, therefore review of the manufacturing records could not be completed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Swan-ganz pacing thermodilution (td) catheters serve as diagnostic and therapeutic tools in the management of critically ill patients. There are multiple failure modes that may require the exchange of a pacing catheter. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter. Stretching, kinking, or forceful wiping of the catheter may result in damage. After stable pacing has been confirmed, the proximal end of the catheter should be secured to the insertion site to prevent undue movement that could result in tip dislodgment and loss of capture, or catheter migration. Care should be taken not to kink the catheter body when securing it. In this complaint, it could not be determined if procedural factors or device handling may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that once the swan was placed, the catheter would not pace. The catheter was exchanged and the new catheter paced successfully. No patient complications were reported. Patient demographics were unable to be obtained.